Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer was experienced high blood glucose level and reservoir was leaking. Customer's blood glucose value was 24.4 mmol/l at the time of the incident. It was reported that the customer's current blood glucose level was 22.9 mmol/l. Customer stated that the insulin pump had insulin flow block alarm. Troubleshooting was performed. Customer reported that event was resolved by changing complete set. The device will be returned for analysis. Unomed set.